Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer resumed insulin therapy without changing any supplies. The customer was then hospitalized for elevated blood glucose (bg) levels of over 800mg/dl and ketone levels determined to be dangerous. While in the hospital, the customer was treated with insulin and saline intravenous fluids. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. During follow-up, it was reported that the customer was released from the hospital the following day and that the pump was functioning normally.